Event description:
It was reported, that while the surgeon was seating the cancellous screw by using the universal driver shaft, the tip of the driver broke and was left on the screw head. The surgeon tried to remove the broken tip by using an elevator, a bone drill and k-wire for 20 minutes, but he could not remove it. The surgeon used a bone impactor, and impacted the screw inward to prevent it from coming in contact with the acetabular insert.